Event description:
(B)(4). The patient's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "potential complications associated with the proper implantation of the pelvilace to system may include, but are not limited to: postoperative hematoma, which may occur during needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion at the implant site." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced foreign body in patient, erosion, pain, infection, unspecified urinary problems, recurrence, dyspareunia, vaginal scarring, mixed urinary incontinence, blood loss, elevated white blood cell level, bladder pain, vaginal pain, urinary frequency, urinary urgency, nocturia, vaginal spotting, hemorrhoids, constipation, bladder infection, fatigue, tenderness, scar tissue, blood and leukocytes in urine, extrusion, cuff dysplasia, hot flashes, decreased libido, weight gain (weight fluctuations), dizziness, sleep disturbance, chest pain, shortness of breath, anxiety, headaches, insomnia, malaise, night sweats, low potassium (electrolyte imbalance), elevated white blood cell level, fever, polyps, burning sensation, foreign body sensation, discomfort, abdominal pain, aching, swelling, vaginal mucosa breakdown, low blood pressure, introital irritation, blood clot, stone, enlarged urethral opening, nonsurgical and additional surgical interventions.